Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Reporter phone: (B)(6).

Event description:
It was reported that the device was "defective and is not cuffing". Patient involvement is unknown.

Manufacturer narrative:
Additional information: all e1 - additional reporter phone number: (B)(6) and e3. H6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was "defective and is not cuffing". There was no patient involvement and no patient harm/adverse event reported.